Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm interventional procedure. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) and knot was loose). A new prostyle device was used; however, the suture was too long, and the entire suture came out of the anatomy, and the knot was also loose. The sheath was upsized to an 18f, and the abdominal aortic aneurysm procedure was completed. Manual compression was applied for 40 minutes to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.